Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt lost stimulation about 2 weeks ago. Diagnostic tests on the lead contacts showed high impedances on half of the lead contacts and one esd invalid. The sjm representative confirmed the pt had no stimulation when the amplitude was increased. X-ray taken did not reveal any change in its placement but showed the presence of a fracture in both wires. Follow-up identified the pt was scheduled for a lead revision.